Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin reaction with an infection under the sensor patch. Prior to sensor insertion the area was prepped with alcohol. The patient's parent consulted a health care provider on the same day the reaction developed and was prescribed an oral antibiotic medication (cefdinir 8 ml per day for ten days) for the infection. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.